Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the asbr-k, microlink all suture anchor was successfully implanted during the initial hand procedure. Post-operatively, the patient complained of sensitivity to touch on the mediocarpal side and the thumb side. The patient had pain on both sides of the implanted site. A revision surgery was required on (B)(6) 2020 to remove the implanted anchor. The procedure was completed using a competitor anchor. This report is being raised as patient injury due to patient having a secondary surgery to remove implant.

Manufacturer narrative:
The customer returned the broken implant and the broken wire. The evaluation performed and the photographic evidence confirmed the reported issue. Assessment of the issue by quality engineering, marketing and the MDR specialist, a cst, indicate that this appears to be a placement issue as evidenced from the provided x-rays and may have caused the irritation. Additionally, from the photographs of the returned components of the device, it does not appear that the device failed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 1 complaint regarding 1 device for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .0005 per the instructions for use, the user is advised the following; preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of implants are important considerations in the successful utilization of this the IFU indicates the following adverse events; infections, both deep and superficial and allergies, tissue irritation/ inflammation and other reactions to device materials. This issue will continue to be monitored through the complaint system to assure patient safety.